Event description:
A caller reported experiencing an occlusion alarm. The customer took the same corrective action for each by changing all supplies. There was no reported impact on the customer¿s blood glucose level.